Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000302761 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 had problems delivering energy to tissue during the ligation phase. Harvester performed lower leg harvest and experienced "overheating and just stops working". Harvester states power setting at 3. Also shared that once issue started, would not burn past 2-3 beeps. The account was previously instructed on the safety features of hemopro 2. Harvester waiting for a timeout period and is able to continue but continues to stop working intermittently, case completed with the device. No procedural delay. No patient injury was reported.

Manufacturer narrative:
Trackwise ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.